Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department with a right ventricular lead with lowered r-wave amplitudes, loss of capture, and inappropriate shocks due to oversensing. The physician had suspected that the lead had dislodged. The lead was explanted and replaced as they saw tissue in the helix of the old lead. The chronic device was connected to the new lead. No patient consequences were reported and the patient was discharged.